Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported pain with, and without, device use resulting in the decision to discontinue use of the device. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.